Event description:
It was stated, the implant was giving the patient pain and she was on the way to the hospital. Additional information reported the cause of the event was a fall. The event was due to the implantable neurostimulator (ins) which was explanted. It was stated there was pain at the ins, despite a normal exam. No hospitalization was needed. The patient recovered without injury or sequela.

Manufacturer narrative:
Product ID 3093-33 lot# va0364u, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).